Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2012, due to osteolysis and infection. All the implants were removed and replaced with antibiotic spacers.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number five states, "infection can lead to failure of the joint replacement." Number seven states, "particulate wear debris and discoloration from metallic or polyethylene components or joint implants may be present in adjacent tissue or fluid. It has been reported that this wear debris may initiate a cellular process resulting in osteolysis or it may be present as a result of loosening of the implant." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00588 / 00590).